Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the primary step, while getting laparoscopic access to the abdomen during a laparoscopic cholecystectomy, the balloon physically broke. They removed the damaged trocar and replaced with a new product and continued with the procedure. There was no patient injury.